Event description:
It was reported that lead was being implanted and as lead was passed down svc, the lead became "hung up" on wall of vessel. It was believed that the helix was slightly extended, even though physican had not previously extended the helix. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.